Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that that "just recently" they hear a clicking sound coming from the area where their implant is located. Patient confirmed they were hearing this sound when not recharging ins. Patient stated they do not have any other implanted devices and nothing seems to trigger the clicking sound. Agent asked patient if they have noticed any difference in how their therapy operates and patient stated that sometimes it is more difficult for recharger to find implant and for handset to connect to recharger. Patient was unsure when they started to notice this. Patient confirmed they are able to recharge their implant and are still getting therapy. Agent suggested confirming patient could connect to their ins. Agent walked patient through successfully connecting to ins and confirmed therapy was still on. It was during this time that patient reported the ins was implanted in their left shoulder. Agent suggested patient follow-up with managing hcp for further device evaluation.

Manufacturer narrative:
D2/g4: please note that this device was used in an off-label manner, as it was implanted for peripheral nerve stimulation of the suprascapular nerve. The FDA's MDR guidance for manufacturers (p. 28-29) suggests a malfunction resulting from off label use would not be reportable, but an actual death or serious injury resulting from off label use would still be reportable. It does note the FDA encourages you to submit a voluntary report for the issue/malfunction. If the off-label use was due to some sort of defect with the packaging or labeling, then that would be a complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). When asked to clarify the statement "the implant was implanted into the left shoulder" the hcp indicated that this was used "off label as for peripheral nerve stimulation of the suprascapular nerve." When asked the cause of the "clicking noise at the implant site" the hcp noted the likely cause as being "unknown. Device appears ok. Patient is having significant otolaryngologic issues and working with ent (ear, nose, and throat specialist). Perhaps this is artifect?" In an additional letter, the hcp also noted a response of "the patient has a significant change in hearing. I am not convinced this is the device." When asked the steps taken/will be taken, the hcp reiterated that patient is seeing ent and on a steroid taper. They also reported that the device will be interrogated. The issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their recharger doesn't always maintain a connection with their implant. Patient also reported that they are having trouble hearing so they can't hear if the recharger is clicking to know if it is working. Agent reviewed recharger general use and how to use the beeps to determine charging status. Patient services walked patient through how to start a charging session, while doing so the recharger lost connection a couple times; patient reported that they didn't move the recharger at all but it lost connection. After positioning the recharger, patient was able to start charging with excellent connection. The recharger maintained connection throughout the call. Patient said their implant battery was at 10% and therapy was off. Agent reviewed that therapy will need to be turned back on. Reviewed charging expectations with patient. The troubleshooting steps that were taken on the call resolved the issue. Patient will continue to monitor recharger behavior.